Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012740591); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012665463); product type: 0195-heart valves; product ID simvalve force ((lot: n/a); product type: balloon catheter. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the 26 millimeter (mm) evolut fx valve, a patient with a medical history of severe aortic stenosis and a calcified trileaflet aortic valve underwent a balloon valvuloplasty using a 20mm no n-medtronic balloon catheter. The calcification extended into the left ventricle outflow track and the sinotubular junction. The valve was implanted with an implantation depth of approximately 4 mm below the annulus, and no paravalvular or transvalvular leak was detected fluoroscopically. No significant changes in the patient's conduction system were reported on the electrocardiogram. However, while in recovery, the patient suffered a stroke, resulting in impaired movement on the right side of the body. A head computed tomography scan was conducted. The patient was alive with injury.

Event description:
It was reported that during a transcatheter heart valve procedure involving the 26 millimeter (mm) evolut fx valve, a patient with a medical history of severe aortic stenosis and a calcified trileaflet aortic valve underwent a balloon valvuloplasty using a 20mm no n-medtronic balloon catheter (simvalve force). The calcification extended into the left ventricle outflow track and the sinotubular junction. The valve was implanted with an implantation depth of approximately 4 mm below the annulus, and no paravalvular or transv alvular leak was detected fluoroscopically. No significant changes in the patient's conduction system were reported on the electrocardiogram. However, while in recovery, the patient suffered a stroke, resulting in impaired movement on the right side of the body. A head computed tomography scan was conducted. The patient was alive with injury. Additional information was received that the stroke was ischemic and symptoms developed two hours following the valve implant. Per the physician, the stroke was related to the valve but was unrelated to the delivery catheter system (dcs). No treatment was prescribed but the ischemia had not resolved. The patient's calcified anatomy contributed to the stroke.

Manufacturer narrative:
Updated: a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.